Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow s3 alarm and the flow not being displayed when the revolutions per minute (rpm) were titrated up was unable to be confirmed. The centrimag motor (serial number (B)(6)) was not returned for analysis. Reported information stated that the team switched to the backup system and support was reestablished without any loss of hemodynamic support. The primary console, (B)(6), was restarted and the alarm was resolved. Additional information provided by the customer stated that no equipment will be returned to abbott and no log files were available. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial number (B)(6)), and the motor was found to pass all manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The centrimag operating manual, section 3 - "warnings & precautions", warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual, section 12.1 ¿ "appendix I ¿ primary console alarms and alerts", cover all alarms (auditory and visual), including system alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the initiation of support in the operating room (or), a yellow s3 alarm populated on the system and flow was not displayed when rpms were titrated up. The team switched to the backup system and support was reestablished without any loss of hemodynamic support to the patient. The primary console was restarted and the alarm was resolved.

Manufacturer narrative:
Section d4: the UDI is representative of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.